Manufacturer narrative:
This report is filed november 4th, 2014.

Event description:
Per the clinic, the patient was explanted (B)(6) 2014 due to unknown reasons and was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014, nor has the device been made available for analysis.

Manufacturer narrative:
(B)(4). Device currently unavailable.